Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter would not power off. The medical surveillance specialist spoke with the pt the following month, and obtained the following info. The pt reported that the alleged power issue began on the morning of four days prior to original date. Despite not being able to test her blood glucose, the pt stated that she continued to take her usual dose of oral medications (glucophage and glipizide) and solostar. Approx a day after the alleged power issue started, the pt claimed she began to experience blurred vison, fatigue, and felt dizzy. The pt reported that she associated the symptoms with a high glucose; however, did not recall how long the symptoms lasted or when they subsided. On an unspecified date/time, after contacting lfs. The pt stated that she saw her physician. During the doctor's office visit, the pt confirmed her blood glucose was tested with the doctor's meter and obtained a reading of "267 mg/dl". The pt stated that her physician advised her to increased the dose of her medications at the time of the visit. At the time of troubleshooting, the customer care advocate noted that the alleged power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.